Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a off no power without a low battery alert prior. The customer reported this was the second occurrence of the alarm without a low battery alert. The customer's blood glucose was 166 mg/dl. Customer was advised to call back if the problem persists. The customer declined to return the insulin pump for analysis.